Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen, inner thighs, flanks and was diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2018, (B)(6) 2019 and (B)(6) 2021 using the cooladvantage applicator and to the flanks and inner thighs on (B)(6) 2018 using the cooladvantage and coolcurve+ applicators and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph in all areas on (B)(6) 2022 by a medical professional.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Ph is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of ph associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.